Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture parameters. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that after leaving the procedure room post-implant, inadequate capture was noted on the device. A revision procedure was performed and the leads were reconnected to the device, however, loss of capture was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.